Event description:
A consumer reported following an intraocular lens (iol) implant procedure she experienced unclear vision at distance and near, vision is wavy, eye is red, and was told the lens placement is crooked. Additional information was provided by the consumer that she now has double vision and the center of her vision is gray in the postoperative eye. There are two medical device reports associated with the right eye. This report is for the second lens implanted. MFR report #1119421-2014-00685. Was previously filed for the initial lens implanted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted the results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2015. (B)(4).